Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall. The patient has a very large bruise on his hip area. It was noted that he uses the bathroom about 4 times a night and almost every hour. Further information is being requested from the hcp.